Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, after the device was connected to the existing lead, the high voltage conductor impedance measurements were noted as high and unstable. Blood was also detected in the header. The device was removed and replaced successfully. No patient complications have been reported as a result of this event.